Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported he is no longer receiving stimulation due to not being able to charge his scs ipg. The patient also reported he is receiving "no telemetry" and "communication error" messages from his patient programmer. Follow-up pending.